Manufacturer narrative:
During device examination performed internally by the facility, the claimed spreader bar detachment was not recreated. The same was confirmed by arjo technician who inspected both the ceiling lift and the spreader bar. No failures were confirmed. No component were found defective. The device operated correctly. The instructions for use for the maxi sky 2 ceiling lift instructs the user how to attach the spreader bar to quick-connect attachment properly: - align the spreader bar quick-connect latch to the hook. - insert the hook into the quick-connect. - move the spreader bar to engage the hook into the pivot. - rotate the spreader bar into position. Make sure that the quick-connect latch is closed. Do not operate the lift if the latch remains open (¿)¿. Additionally, this document in the 'preparation - actions before every use' section instructs the user to: "inspect the spreader bar for damage or cracks. Make sure all attachments are properly secured, and that all the quick-connect components (cover and latch) are present.' In summary, the exact cause of the spreader bar detachment remains unknown. While no arjo device failure was identified as contributing to the reported issue, the maxi sky 2 ceiling lift did not meet specifications as the spreader bar detached. This incident occurred after a patient transfer.

Event description:
The reported incident involved the maxi sky 2 ceiling lift system. According to the information received from the facility, the spreader bar detached after the patient's transfer when the patient was lowered and the staff was unhooking the sling. No injury was claimed. The maxi sky 2 is designed to transfer the patient. It is equipped with the intuitive spreader bar attachment system called quick connect. This system allows staff to switch and secure spreader bar in a few simple steps described in the instructions for use ( IFU, 001.15698-en rev.14).